Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted products will not be returned due to facility protocol.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately six months ago.